Event description:
The surgeon was unable to slide the plate over the lag screw using the insertion handle. The surgeon had to remove the lag screw after trying a second plate. After using a new lag screw and plate they were able to complete the operation. It appears the lag screw is too big for the plate. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection and further investigation have shown that the positioning groove of the screw has been widened up due to inadequate handling. It is clearly visible that the groove is expanded and damaged. Therefore, the plate does not pass the slotted end of the screw. The plate has been tested and works well with an intact screw. The manufacturing records were reviewed and no complaint related issues were found, the implant conforms to our specifications. No product fault could be detected. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.